Manufacturer narrative:
The product investigation concluded that there were no indications of dried fluid inside the cassette door, or within the pneumatic lines of the received cycler. During simulated treatment an m30.1 alarm was encountered in drain 0. Troubleshooting the cause as an open control valve for balloon valve 13. After replacing the control valve, the cycler completed the simulated treatment without any further failures or problem. The clinical investigation concluded that the event of peritonitis is unlikely related to the liberty cycler machine. There were no reported fluid leaks at the time of the event. There is not much evidence to show that the event of peritonitis could have been related to the fluid leak that occurred on (B)(6) 2011. The etiology is unk but most likely the event was caused by potential touch contamination while on ccpd. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
A pt called concerning m30.1 balloon valve leak alarm during drain 0. At the time of call, pt was connected and cycler was powered on. Technical support assisted the pt to discontinue from the cycler. Pt stated he is using four drain bags tonight to take to clinic tomorrow to see if he has an infection. Pt stated he had been having some drain issues due to fibrin and had been adding heparin to his bags. Pt wanted to know how to clear the alarm and continue with his treatment.